Event description:
It was reported that during a lap cholecystectomy procedure, when preloading the device and during the surgery, clips fell out of the jaws of the device. When cutting the cystic duct one clip came off the duct due to an opening on the clip. The surgeon used sutures to stop the bleeding. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.